Event description:
It was reported that the right ventricular [rv] lead had increased and varying impedance measurements. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular [rv] lead had increased and varying impedance measurements. It was later reported that the rv lead was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.